Event description:
It was reported that when the end user was getting off a bus with her 3gtq3 power chair the driver moved the chair to where the ramp was, leaving the chair on. End user reached over the joystick to put her purse on the right back cane, states she did not touch the joystick, when the chair moved forward, knocking her over. The casters allegedly ran over her legs. Two people had to lift the chair off of her. She sought medical attention (B)(6), had xrays, nothing broken, only contusions and may have a kneecap issue. Invacare's territory business manager saw end user on (B)(6) and there were no marks on her legs, no bandages or bruises.